Manufacturer narrative:
Product analysis: as found condition: the concerto coil was returned for analysis within a shipping box; and within a plastic bio-pouch. The concerto coil implant coil was returned within the non-medtronic catheter. The pushwire was not returned. Therefore, any contributing factors could not be assessed. Damage location details: the concerto implant coil was deployed from catheter distal tip. The concerto implant coil was found to be detached from pushwire. In addition, the concerto coil was found to be damaged and stretched. No other anomalies were observed. Testing/analysis: due to its damaged condition, the concerto coil could not be used for resistance testing with an in-house catheter. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. The concerto implant coil were found to be damaged and detached from pushwire. Advancing the concerto coil against resistance would result in damage to the implant coil. Possible contributing factors to ¿coil resistance¿ include the use of an incompatible device for delivery, tortuous anatomy, or failure to hydrate the concerto coil prior to use. The non- medtronic micro catheter was returned. However, the model and lot number were not provided. Therefore, compatibility could not be assessed. It was reported that all the devices were prepared as indicated in the instructions for use (IFU). However, information regarding if the catheter was flushed, and the vessel tortuosity were not provided, therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the concerto coil became stuck in the catheter. The device and any accessory devices were prepared as indicated in the instructions for use. The specific location where resistance was encountered in the catheter was not disclosed. The condition of the catheter and coil, whether they were damaged, was also not made available. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU). Additional information was received. It was unknown if the coil came out of the introducer sheath smoothly. The catheter was not a medtronic product. The cause of the resistance was unknown.